Event description:
It was reported report that the patient presented to the cardiac cath lab for a transcatheter aortic valve replacement (tavr) procedure. The patient had developed a complete heart block as a complication of this procedure and this led to indication for a pacemaker implantation. There was no specific allegation of malfunction of the products used for the pacemaker implantation. After closing up the pocket they discovered pericardial effusion and the patient became hemodynamically unstable and eventually expired. The primary cause of death was later determined to be myocardial perforation of the right atrium as a result of lead implantation. The secondary cause of death was determined to be complete heart block. The lead will not be returned for evaluation.